Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level rose over 13.9 mmol/l (250 mg/dl), while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. Additionally, the patient reported an infection at the infusion site. The infection was not diagnosed by a health care professional. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies were observed that could have contributed to the reported infusion site infection. The cause of the reported infusion site infection could not be determined. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.